Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: a visual and microscopic analysis was performed which identified crease sharp opening, crease fold and brown particles. Base on the device analysis the final assessment is: a opening crease sharp on posterior due to fold flaw opening.

Event description:
Physician reports rupture of the left device. It has been explanted and replaced.

Event description:
Physician reports rupture of the left device. It has been explanted and replaced.

Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reports rupture of the left device. It has been explanted and replaced.